Event description:
Following a shunt pta, there was friction inside a sheath introducer and a slalom thrill. The target lesion was dialysis shunt. It was unknown if the lesion was a de novo, but was heavily calcified and moderately tortuous. The % of the stenosis was unknown. Slalom thrill (4x40 mm 40 cm, lot 15467580: complaint product) was delivered to the target lesion, and the balloon was dilated up to nominal pressure for approximately 4 times. After the dilations, when the slalom thrill was being retrieved from the patient, there was friction inside a sheath introducer (mosquito 4f). Therefore, the slalom thrill was retrieved from the patient with the sheath introducer. The procedure was completed successfully. There was no patient injury reported, and the product will be returned for the analysis.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available but will be submitted within 30 days upon receipt. Please note that a lot number was provided, 15467580. However, the expiration date is not available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from an affiliate indicated that following a percutaneous transluminal angioplasty of a dialysis shunt, there was friction inside a sheath introducer and a slalom thrill. The target lesion was dialysis shunt. It was unknown if the lesion was a de novo, but was heavily calcified and moderately tortuous. The % of the stenosis was unknown. Slalom thrill (4x40mm 40cm, lot 15467580: complaint product) was delivered to the target lesion, and the balloon was dilated up to nominal pressure for approximately 4 times. After the dilations, when the slalom thrill was being retrieved from the patient, there was friction inside a sheath introducer (mosquito 4f). Therefore, the slalom thrill was retrieved from the patient with the sheath introducer. The procedure was completed successfully. There was no patient injury reported, and the product will be returned for the analysis. (B)(4): one non sterile catheter slalom thrill 4.0mm x 4.0cm 40cm was received coiled inside a plastic bag. There were inflation medium residues observed in the balloon. The balloon was inflated and deflated. An unknown stopcock was received with the returned device. No other anomalies were observed with the returned device. The outer diameter proximal balloon seal was measured with 4f csi, inserting the catheter through 4f csi and no resistance or friction was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of withdrawal difficulty was not confirmed through failure analysis since the device was passed into and withdrawn from a 4fr csi without difficulty. The exact cause for the difficulties encountered by the customer could not conclusively be determined, however procedural factors, such as not pulling enough negative pressure when deflating the balloon, may have contributed to the reported event. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.